Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk . Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved.